Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, the right atrial lead exhibited high capture threshold. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.